Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log not downloaded and reviewed due to the receiver perpetually rebooting. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.